Event description:
During a subclavian tavr procedure, the 26 mm sapien xt valve was positioned 50:50, however, landed 20:80 aortic/ventricular position with no residual paravalvular leak (pvl). Concerned for a potential late embolization, the physicians decided to deploy a second valve. The second valve was deployed 50:50 with excellent results and no pvl. The native annular diameter measured 26.6mmx22.8mm by CT and had an area of 477mm². There was severe annular/leaflet calcification. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, ventilation was held and there was no loss of pacing capture during valve deployment. It was perceived that the xt valve likely moved ventricular during deployment due to the patient¿s native valve/leaflet calcium distribution.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the severe annular/leaflet calcification was believed to have caused the valve to move ventricular during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.